Manufacturer narrative:
Manufacturer's investigation conclusions: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. Although the cause of death was reported as unknown, the patient¿s outcome was not considered to be device related and the pump had reportedly operated as intended. It was communicated that an autopsy was not performed, and the device was not explanted for evaluation. The heartmate3 lvas instructions for use (IFU) lists potential adverse events, including death, that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to an unknown reason.